Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced an infusion set was fell off during use 23-may-2024. The infusion set was in use for 1- days. No further information available.